Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a case the screen on the tip of the probe unit fell off into patient.